Manufacturer narrative:
Other, other text: additional information provided in b5.

Event description:
Additional information was received which indicated that the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device testing showed the device gave a false "no cassette attached" message/alert after power on. Further testing indicated the device had sustained fluid ingression which allowed for damage of the downstream occlusion sensor.

Event description:
It was reported the device gave a false "no cassette" message with a double beep alarm. No adverse effects reported.